Manufacturer narrative:
Per (B)(4) combined report. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The reported device could not be returned to corin for examination and operative notes, post-operative x-rays and patient details could not be provided and thus the investigation of this event was limited. Based on the available information, no further investigation can be conducted and the root cause of the reported subsidence has not been determined. Therefore, corin now considers this case closed. However, should any additional information be provided then this case may be re-opened for further investigation.

Event description:
It was reported that a trifit ts size 5 stem subsided intra-operatively after the final broach and was then removed and replaced with a metafix stem.